Manufacturer narrative:
The sureform 45 green reload was analyzed and found to have the knife exposed within the knife track. Failure analysis found the primary failure of the exposed blade to be related to the customer reported complaint. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a damaged blade. The blade edge was indented, which prevented the blades from cutting properly.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a partial fire incident during the second stapler fire with the sureform 45 stapler and staples fell into the patient. A backup sureform 45 stapler was used and the procedure was completed as planned. Intuitive surgical, inc. (Isi) followed-up with the reporter and obtained the following additional information regarding the reported event: the sureform 45 stapler instrument and sureform 45 green reloads were reportedly inspected prior to use, and no issue was noted. The surgeon chose the sureform 45 green reloads based on the tissue type. The target tissue was the rectum. Prior to firing the instrument, the surgeon did not experience any clamping issues. However, there might have been staples between the jaws of the instrument and the surgeon fired over a previous staple line. The sureform 45 green reload deployed staple(s) unexpectedly. The customer observed 10-20 unformed staple(s) inside the patient after the firing. It was confirmed that all unformed staples were retrieved during the same procedure. The blade was exposed at the time of the event. There was no buttress material used. The tissue was not calcified nor exposed to radiation/chemotherapy. There was no tissue tension/bunching. The staple line had no missing staples, and no holes were observed. Additionally, the reload was not stuck to the tissue when the issue occurred. It was confirmed that there was no damage to the tissue or bleeding that occurred due to the reported incident. The customer replaced the sureform 45 stapler instrument with a backup instrument of the same kind to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fragment falling into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the stapler and reloads related to this complaint for evaluation, but failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.